Event description:
Customer reported patient was intubated and ventilation was in a bag mode position. At some point, clinician switched to mechanical mode of ventilation. High pressure was reportedly delivered to the pt, resulting in damage to the pt's lungs. Hospital staff reportedly noted a test plug on the 17mm drive gas hose outlet. Investigation / conclusion: the hosp has refused ge healthcare access to the machine, and has declined to provide further info. Further investigation into the exact root cause of the reported event cannot be performed until access is granted and/or additional info can be obtained from the facility.